Event description:
The patient contacted animas on (B)(6) 2013 reporting that the patient was hospitalized with an admitting diagnosis of diabetic ketoacidosis with a blood glucose (bg) of 43mmol/l and extreme vomiting. The patient was treated with IV fluids for bg levels and dehydration. The patient has discontinued pump therapy since the hospitalization and at this time is unaware when she will be discharged. The patient stated that they are unsure of what caused the elevation of bg and has not reported an issue with the pump. All settings were reviewed and all settings were correct. Customer support advised the patient to follow-up with their healthcare professional for settings. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.